Event description:
Discrepant advia centaur xp afp and ahcv results were obtained on controls and patient samples. The customer obtained five zero results during a run of ten replicates. The initial results were not reported to the physician(s). The samples were retested and corrected results were obtained. There was no report of patient intervention or adverse health consequences due to the discrepant afp and ahcv results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicated that the cause for the discrepant afp and ahcv results was due to the malfunctions of the sample tip tray. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.